Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was having high readings and contacted his doctor. No specific cgm nor blood glucose reading was reported from that moment. The patient´s doctor instructed the patient to inject insulin. Based on the information available, it was understood that the patient proceeded with this, and after, the patient experienced the feeling that he was about to faint and was feeling shaky. The cgm was reading 88 mg/dl at that time, and the patient was driven to a clinic close to their house by their wife. At the clinic a fingerstick was taken, and the blood glucose reading was low (unspecified), and the patient was advised to go to the emergencies. At the hospital, a fingerstick was taken as well, and the cgm reading was 100 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated with fluids and spent a total 5 to 6 hours at the hospital before being discharged. It could not be confirmed if the fluids were referring to intravenous or oral treatment. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.